Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 350cc mentor siltex round moderate profile saline catalog: 3542655, lot: 215856. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 350cc mentor siltex round moderate profile saline breast prostheses, suffered right side deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with two unspecified breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 6/6/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/26/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a parallel lines of shell wear were observed on the anterior and extending to the posterior view and other line of shell wear was noted in the anterior view only, suggesting in-vivo folding or creasing of the device. Two (2) tears (a and b) were observed in the posterior view, measuring approximately 0.4 cm and 0.5 cm respectively. Microscopic examination was performed in both tears and no evidence of instrument damage was observed. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).